Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the 0-degree blade was usable but got damaged during use, while the 40-degree blade could not be used from the start. The user checked the blades before procedure. The blades was working properly at first in the procedure. There was no patient involvement.

Manufacturer narrative:
H3: the device was returned with other 2 pli¿s in a large resealable bag. Upon return, it was observed that the returned device was missing the inner assembly. There were traces of contamination observed on the outer and the rotating hubs. There was no damage noted to the returned outer assembly. The device failed functional testing due to defective condition upon return and the inability to load into a handpiece and rotate. H6: fdm b21, fdr c21, img g04041 and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.